Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the product was implanted at left hip on (B)(6) 2013 and revised on (B)(6) 2018 due to elevated metal ion levels and metallosis. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: no x-rays have been received for review. Surgical report: surgical report, dated (B)(6) 2013: diagnosis: primary arthrosis. Treatment: total hip replacement (metal on metal). Surgeon: antonio croce. Surgical time: 1h 54 min (13:56-15:50). Description of procedure: lateral approach. Incision and opening of the joint capsule. Anterior luxation of the hip. Resection of the femoral neck approx. 1 cm cranial of the minor trochanter. Preparation with reamers and insertion of a continuum cup size 52 and a metal inlay of size 36. Preparation of the femur with reamers. Image intensifier of implant position, component measurement and stem positioning of alloclassic sl size 2, metal head 36l. Reduction and reposition of artificial articulation. Closure. Legal claim: translation and summary of relevant information of the legal letter (please note italian is not a mother tongue of the investigator): the patient f.s. Received a left tha with metasul-metasul articulation on (B)(6) 2013 at (B)(6). After the intervention frequent follow-up examinations were performed until 2017 when the patient started to report serious issues due to which a blood examination was performed on (B)(6) 2017 which showed significantly elevated cobalt and chromium ion levels compared to standard levels. On (B)(6) 2017 the patient underwent a toxicological examination which showed the release of cobalt and chromium by the tha implanted in 2013. The blood examinations performed regularly in 2018 showed an increase in cobalt and chromium levels. On (B)(6) 2018 an additional toxicological examination was performed indicating revision surgery. In the follow-up on (B)(6) 2018 the patient complained of pain in the trochanteric region and of widespread lameness, diagnosed with cobalt and chromium ions in the left pta carrier in addition to a left trochanteritis. On the same date, the chromium and cobalt values were increased. On (B)(6) 2018 the patient underwent an orthopaedic examination which showed high serum values of both chromium and cobalt, confirming the indication for a revision of the prosthesis. On (B)(6) 2018 the patient was hospitalized at the orthopedics unit of the (B)(6) for the total revision of the left hip arthroplasty with subsequent rehabilitation treatment. On (B)(6) 2018 the chromium and cobalt values were lower than the previous ones. Discharge letter, (B)(6) 2013: instructions to follow at home: support with 2 crutches for 4 weeks, then a contralateral crutch for another 4 weeks, then walking without walking aid. Avoid external rotation of the operated limb. Perform postural steps with parallel limbs. Use pillow between knees and sleep on opposite side for 2 weeks. Avoid low sitting. Rehabilitation program: mobilization and muscle toning. Gradual recovery of the articulation. Quadriceps and gluteal muscle strengthening. Rehabilitation pool and exercise bike granted from the 3rd week after the operation. Lab reports: three lab reports, dated (B)(6) 2019, and (B)(6) 2017, were received for investigation stating the measured chrome and cobalt levels including reference value or reference range. According to literature the acceptable upper levels in serum measurements are: chromium (cr) 4.6 g/l, cobalt (co) 4.0 g /l in unilateral and cr 7.4 g /l, co 5.0 g /l in bilateral hips. Therefore, it is assumed that the stated references in the received lab reports are for patients without metal implants. Further, please note that the laboratory report from (B)(6) 2017 is from a different laboratory than the laboratory reports from (B)(6)2 017 and (B)(6) 2019. Based on the large discrepancy of the results from (B)(6)2 017 and (B)(6) 2017, it is possible that the two laboratories followed different methodologies, for ex. Usage of different matrices (whole blood, plasma or serum). Lab report (B)(6) 2019: date acc. (B)(6) 2019. P-chrome: 0.2 ug/dl (reference: < 1.0). Sg-cobalt: 1.2 ug/l (reference: < 1.0). Lab report (B)(6)2 017: samples received: (B)(6)2017. P-chrome: 17 ug/l (reference: 0.1-0.2 ug/l). P-cobalt: 38 ug/l (reference: 0.05-0.3 ug/l). Lab report (B)(6) 2017: blood chrome: 27.50 ug/l (reference: < 0.75). Blood cobalt: 116.92 ug/l (reference: < 1.0). Review and summary of relevant information of received medical records (please note italian is not a mother tongue of the investigator): toxicological report (B)(6) 2017: diagnostic evaluation: metal release from hip prosthesis; on (B)(6)2013 implantation of hip prosthesis mom zimmer for coxarthrosis at the galeazzi institute of milan. Regular post-op course. To date, there are still difficulties in activities beyond walking (e.g. Running). In (B)(6) 2017, hematic level of co 116.62 and cr 27.5 was carried out for the first time at private laboratory (B)(6) and in (B)(6) 2017 at (B)(6) that showed co s 38 mcg/l, cr 17 mcg/l. In (B)(6) 2016 reports right hip trauma (performed radiological checks that showed no alterations in the prosthetic positioning). MRI performed in mars method in (B)(6) 2017 which showed no local signs of metallosis. To date no reported appearance of skin reactions in the prosthesis site, symptoms of snp. MRI reported mild tinnitus (in sibling family with tinnitus) and visual fatigue on the left since (B)(6) 2017. Radiological diagnostics report jul 06, 2018 (low image quality, hardly readable): no documentation or previous investigations are available for comparative assessment. Presence of metal-on-metal femoral prosthesis. Slim fluid film (maximum thickness 2 mm) along the dorsal margin of the greater trochanter with minimal edema in the surrounding tissue. Radiological diagnostics report jul 07, 2018 (low image quality, hardly readable): norm-conform basin, sloping on the transversal plane. No structural changes. Coxarthrosis with reduced articular space. Implants regularly placed without evidence of mobilization. Additionally, distal lumbar spondylodiscarthrosis. Report jul 23, 2018: (B)(6), male, born (B)(6)1969, 100 kg, 178 cm, bmi = 31.56, smoker, axonal neuropathy of the lower limbs due to metallosis (please note, that this statement could not be confirmed based on the medical data at hand. Therefore, the stated connection of the axonal neuropathy and the mentioned metallosis is not confirmed). No symptoms. Normal ECG. Harris hip score (hhs) = 60.00. Radiological diagnostics report jul 23, 2018: x-rays of lower limbs with pelvis, x-ray of left hip and x-ray of pelvis: a comparative evaluation with images of any previous radiological control is not possible. Wide and symmetrical pelvis free from structural bone lesions. Correction of the prosthesis setting in the acquired projections (the cup is slightly vertical). Hint of resorption of the bone tissue in correspondence with the left trochanteric massif. The bilateral femoral-tibia confrontation is within the limits. Coxa vara right arthrosis. Report jul 25, 2018: hospitalization for revision surgery due to left coxalgia (for about a month) and due to high blood levels of chromium and cobalt found in (B)(6) 2017 (please note, this lab report has not been provided for investigation) and recent finding of mild hearing loss and peripheral neuropathy (lack of documentation). Regular post revision course. Report jul 25, 2018 - risk assessment sheet - falls: does the patient have impaired motor skills? Yes, do you think patient is at risk of falling? Yes. Report jul 26, 2018: individual rehabilitation program. Histological diagnostics report jul 26, 2018: tissue sample collected periprosthetic tissue cup left; macroscopic finding: brownish fragment of 4.5 cm of major axis; diagnosis: periarticular tissue of chronic synovitis characterized by widespread deposits of foamy histiocytes containing blackish pigmented material compatible with metallosis. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted at left hip on (B)(6)2013 and revised on (B)(6)2018 due to elevated metal ion levels and metallosis. The laboratory report from (B)(6) 2017 is from a different laboratory than the laboratory reports from (B)(6)2017 and (B)(6)2019. Based on the large discrepancy of the results from (B)(6) 2017, it is possible that the two laboratories followed different methodologies, for ex. Usage of different matrices (whole blood, plasma or serum). According to the toxicological report from (B)(6)2017 the MRI performed in (B)(6)2017 showed no local signs of metallosis and there was no reported appearance of skin reactions at the prosthesis site. One year later just before the revision surgery, the radiological report from (B)(6)2018 states a slightly vertical position of the cup, which may indicate a malpositioning of the devices, and possible resorption of bone tissue in the left trochanter massif. The histological report from (B)(6)2018 on tissue samples collected during revision surgery performed on (B)(6)2018 states blackish material compatible with metallosis. Therefore, it is possible that the revision surgery led or contributed to a decrease in metal ion levels as suggested by the results of the laboratory reports from (B)(6)2017 and (B)(6)2019. Nevertheless, it remains unknown if other factors such as diet contributed to this decrease. The male patient was born 1969, is a smoker and has a bmi of 31.56 which is classified as obesity class I. Due to the lack of an x-ray follow-up, the patient's anatomy as well as the implant positioning and possible changes in bone structure and implant positioning could not be evaluated. The products have not been returned for examination, therefore, visual and dimensional examination as well as wear measurements could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the provided medical records, the patient underwent a revision surgery of the complained devices after around 4 years and 10.5 months in-vivo. The reason for this revision surgery may be multifactorial including patient and procedure related factors. However, based on the large differences in results of the lab reports, due to the unavailability of the products and due to missing x-ray follow-up an in-depth investigation could not be performed; therefore, the reported elevated ion metal levels and the metallosis could neither be confirmed nor could an exact root cause be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted with msul head 36 on the left side. Subsequently, patient underwent revision surgery due to elevated metal ion levels.

Manufacturer narrative:
D11: medical product: shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners; part#00875705201; lot#62324320. Alloclassic sl stem 2 12/14 part#2842; lot#2705599. Therapy date:(B)(6) 2018. Additional information which was received on jan 8, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays, other source documents (x-rays) for review. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Concomitant medical products: ref#: (B)(4), name: metasul taper liner ii/36, lot#: 2563761ip. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. An e-mail requesting additional information was sent to the appropriate representatives. Will the products be available for investigation? Any lab tests results available? Any dated x-rays or any other medical images available? Were there any contributing conditions related to the event? (Ex: previous surgery, related non-compliance, patient anatomy). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2019 - 00682.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted with msul head 36 on the left side. Subsequently, patient underwent revision surgery due to elevated metal ion levels and metallosis.